Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user, after training, decided with their clinician to discontinue use of the ilet due to usability and design concerns, including difficulty activating the touch-to-wake and touchscreen, challenges keeping the device attached during sleep, visible device size leading to unwanted attention, and perceived insufficient insulin reservoir capacity requiring near-daily cartridge changes. Symptoms included no adverse health effects. Outcomes included no medical intervention or hospitalization. Investigation of this case revealed user interface difficulty and product dissatisfaction without evidence of device malfunction, as well as a mismatch between user expectations for reservoir capacity and the device¿s design specifications. It was concluded, based on previously established findings for similar reports, that the cause was user-device compatibility and use environment factors rather than a device failure.